Event description:
It was reported that this pacemaker exhibited farfield oversensing and poor threshold measurements. Additionally, difficulties measuring the right ventricular (rv) threshold were encountered. The p-wave and farfield r-wave signal were measured, and the ra lead sensitivity was fixed to 1.5 mv. The health care professional (hcp) involved will request to investigate if the ra lead has moved since implant. No adverse patient effects were reported. The device remains in service.